Event description:
This 47 year old female has had extensive free silicone injections many years ago in the far east. She presented with silicone mastopathy resulting in subcutaneous mastectomies and implant replacements over the last ten years. Repeatedly, the free silicone slowly embedded in muscle and skin. On this reported date of surgery, patient had bilateral replicon implants removed (implanted 1987) and bilateral total capsulectomies to remove the polyyrethane scar encasement. Silted saline filled implants were then implanted. Gross description: both explanted implants are intact. Microscopic impression: chronic inflammation with foreign body giant cell reactiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.